Manufacturer narrative:
On june 17, 2020, mentor became aware that the patient's implant explantation surgery was performed on (B)(6) 2020. Mentor also became aware that the patient underwent bilateral replacement with the following devices: (left) 570cc mentor memorygel xtra breast implant catalog: thpx570 lot: 7546213 sn: (B)(6) and (right) 570cc mentor memorygel xtra breast implant catalog: thpx570 lot: 7546213 sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 26, 2020, mentor became aware that the patient was scheduled for implant explantation in (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast pain, material rupture manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two unspecified mentor saline breast prostheses, suffered left breast soreness and a left implant that has been getting smaller by the day, post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.